Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant air in line alarm, which was not reproduced but confirmed through a review of the device event history log. The tape of the upstream sensor was torn exposing the crystals and there was continuity on the tail pins attributing to the false alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during therapy in the acute care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.